Manufacturer narrative:
As reported, sorbafix enhanced device failed to fixate the mesh. The subject device is being returned for evaluation. However, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery and states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Addendum: this supplemental MDR is submitted to report the sample evaluation results. Evaluation of the sample finds material deformation to input clutch gear and trigger gear teeth. The damage to the gears is the result of forces applied while in use resulting in the reported failure to fixate. No manufacturing anomalies were found. Updated fields: b4, d9, g2, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic intraperitoneal onlay mesh repair, that some of the sorbafix enhanced fixation device fasteners did not deploy successfully (80%), while others (20%) deployed and fixated the mesh. As reported loose fasteners presented which were removed from the patient's body. It was further reported that the procedure was completed by "another fastener which works better and fixation was done by the wire". There was no patient harm/injury.

Event description:
As reported, during a laparoscopic intraperitoneal onlay mesh repair, that some of the sorbafix enhanced fixation device fasteners did not deploy successfully (80%), while others (20%) deployed and fixated the mesh. As reported loose fasteners presented which were removed from the patient's body. It was further reported that the procedure was completed by "another fastener which works better and fixation was done by the wire". There was no patient harm/injury.

Manufacturer narrative:
As reported, sorbafix enhanced device failed to fixate the mesh. The subject device is being returned for evaluation. However, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery and states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." If/when sample is received and evaluated, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.